Event description:
Procedure: wedge resection. According to the reporter: firing stopped during use. To remove the device, tissue was additionally resected. Opened new device and complete procedure.

Manufacturer narrative:
(B)(4).